Event description:
It was reported that in a fast atrial and ventricular episode, there was intermittent undersensing. Both the atrial and ventricular leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.